Event description:
Patient with one subtherapeutic inr in july of last year. Taking aspirin and coumadin as ordered. Pt called vad office on 01/12/2021 with complaints of dark urine. Denied vad alarms or CT-f symptoms at that time. Vad team requested pt present to local ER 1/13 where labs were drawn and ldh was 11136 (pt's normal range between 100-400). Lvad flows 5-6 and powers in the 7 range. Ldh continued to increase even with pt on heparin. Lvad exchanged (B)(6) 2021.